Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female who underwent primary breast augmentation with a 250cc mentor memorygel breast implant experienced spontaneous rupture post procedure. The rupture was diagnosed through an office visit. As a result, an explant was performed on (B)(6) 2022. Both 5978551-009 and 5978551-045 were provided as possible serial numbers of the impacted product. However, it could not be determined which serial number belonged to the affected device. This is reflected in serial number.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 11, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).